Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used during a colonoscopy with balloon dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not deflate. Reportedly, the device was deflated manually and was successfully withdrawn from the patient. The device was then tested post procedure and the balloon still would not deflate completely. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
FDA registration # (B)(4). Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated and deflated completely without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. Additionally, there was no occlusion noted on the device. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy with balloon dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not deflate. Reportedly, the device was deflated manually and was successfully withdrawn from the patient. The device was then tested post procedure and the balloon still would not deflate completely. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.